Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy. According to the complainant, during the procedure the clip was attached to target tissue but would not release from the delivery catheter. The clip was removed from the tissue and another resolution hemostasis clipping device was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.